Manufacturer narrative:
Date of event is unknown. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Explanted date: device remains implanted. Device was not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2009, patient was implanted with an unreamed tibial nail (utn) after an pseudarthrosis on the left tibia with functional satisfactory results. However, post-operative, patient showed a polyneuropathie on the lower leg and on the foot. The patient did an allergological test to see if the implant is possibly the problem. The surgeon is unsure if the aluminum or titanium sulfate (due to titanium) could be causing a problem. The surgeon wants to extract the nail if it¿s absolutely indicated. Patient outcome was not reported. This report is for one (1) unknown screw. This is report 1 of 2 for (B)(4).